Event description:
The patient reported that several days after implant the device alerted twice for about 11 seconds. The patient had no symptoms but did report redness in the area of the implant. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).